Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode which resulted in a loss of high voltage therapy. The cause of the bvvi was found to be off-label magnetic resonance imaging (MRI) exposure. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.